Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2010, this patient underwent an endovascular procedure using two gore® tag® thoracic endoprostheses (proximal-tgt4020/7887773, distal-tgt4020/7894884) to repair a thoracic aortic aneurysm. It was reported that a brachiocephalic artery-left common carotid artery-left axillary artery bypass procedure was performed as following deployment of the tag devices. The final angiography revealed no endoleak. The patient tolerated the procedure. On (B)(6) 2010, six month follow-up imaging showed dissection of the ascending aorta. The physician was not concerned and elected to monitor the patient. On (B)(6) 2011, one year follow-up imaging showed continuing dissection of the ascending aorta. The physician elected to monitor the patient. On (B)(6) 2011, total aortic arch replacement was performed for the dissection. Subsequent follow-up examinations revealed that no health hazard was created. On (B)(6) 2015, the patient passed away due to pneumonia. The patient transferred to another hospital. No further information is available.